Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 549 mg/dl at the time of incident. The customer was assisted with troubleshooting for loss of communication. Customer was reported that insulin pump was connected to transmitter and then had low battery. The insulin pump will not be returned for analysis.